Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure using a farawave catheter the guidewire became trapped in the guidewire lumen. During the procedure the physician found they could advance the guidewire, however, when they attempted to withdraw the guidewire it became trapped in the catheter. The guidewire and catheter were removed from the patient and the guidewire was found to be within the lumen and could no longer even be advanced through the catheter. They replaced both devices and the procedure was completed with no patient complications. The catheter is expected to be returned for analysis.